Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient began duodopa therapy in 2016. A nurse reported that the patient experienced a stoma site infection on (B)(6) 2021. The patient was admitted to the hospital and treated with an unknown broad-spectrum antibiotic and the tubing was temporarily removed and will be replaced on an unknown date.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.